Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the reported issue was confirmed. It is likely that the reported issue was caused by external factor. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU)which states: do not coil the insertion tube and universal cord with a diameter of less than 10 cm. Equipment damage can result. Do not hit to the distal end of the insertion tube or allow it to strike other objects. The objective lens surface of the distal end is particularly fragile, and vision abnormalities may result. Do not twist or bend the bending section by hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the fiberscope exhibited the plastic part of the image guide water main falling off. There were no reports of patient involvement.